Event description:
Patient arrived for scheduled dialysis treatment. Pre vs: bp 117/63, pulse 70, resp 16, temp 96.9. Patient completed 5 hour treatment as ordered, 1.8kg of fluid removed. Post vs: bp 119/61, pulse 62, resp 16, temp 97. During transfer from dialysis chair to wheelchair, with 1 assist, locked dialysis chair moved back, patient lost his balance and fell on the floor. Patient reported right hip pain, vs stable: bp 134/74, pulse 68, blood sugar 145. Patient remained alert and oriented. Doctor notified. 911 called, patient transported to hospital for further evaluation. Patient admitted to hospital, surgery for fractured femur, will be discharged to rehabilitation facility.